Event description:
It was reported that a young patient had retinal detachment approximately two weeks post lens implant and vitrectomy was performed. At 6 month post-op, the patient presented with -1.50sph and fibrosis on the posterior capsule with straie was noted. The surgeon indicated that inferior haptic was coming forward. The surgeon is considering yag treatment options and the patient's prognosis was reported as "good." This report pertains to the patient's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.